Event description:
Device complication: none. Time of complication: during hospitalization - post procedure. Symptoms: dizziness. During hospitalization the pt experienced hypotension and dizziness. The pt was treated with neosynephrine and IV fluids. The pt also experienced a stable hematoma without source bleeding. Start date in 2005; stop date 4 days later. There was no action or treatment taken for the hematoma. The pt's outcome was resolved. No additional information is available.